Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm and cannot able to clear the alarms. Customer request to rewind and it gives insulin pump error alarm. Customer stated that the insulin pump had a keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, basic occlusion, occlusion, and self tests; it failed prime or seating and force sensor tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No pump error 43 were noted during testing. Device was unable to load with a weight of 0.5 lbs, and it stopped delivery with a weight of 2.0 lbs. After further review, there is corrosion on the home motor switch.